Event description:
It was reported that during a laparoscopic colorectal procedure, the trocars had a c02 gas leakage. Procedure was completed with the same like device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. There was weak whistling sound. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Surgeon said it affected decreasing space. What was the gas consumption rate or volume (liter/minute)? The gas level dropped by max 5. Were you able to identify where the leak was coming from? Pa said, when they touched universal seal with finger, leak was stopped, I think leak came from seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm instrument. Echelon flex. Was any torque being applied to the trocar or device? It could be happened kind of spinning instrument while operation to make angle or positioning. The analysis results found that devices (b, c) were returned for analysis. Upon evaluation of the devices, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (a) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device a additional information: batch # j90100, expiration date: 12/2017, manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Were any noises heard such as whistling or hissing? Yes. There was weak whistling sound. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Surgeon said it affected decreasing space. What was the gas consumption rate or volume (liter/minute)? The gas level dropped by max 5. Were you able to identify where the leak was coming from? Pa said when they touched universal seal with finger, leak was stopped, I think leak came from seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm instrument. Endo stapler flex. Was any torque being applied to the trocar or device? It could be happened kind of spinning instrument while operation to make angle or positioning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.